Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient called in stating she was unable to use the lower half of their ilet pump. Upon further inspection, the patient saw a hairline crack. Agent immediately arranged for replacement. Blood glucose was not affected. No symptoms experienced during event and no medical intervention required.